Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and led to pacing inhibition and inappropriate shocks. Therapy was not exhausted. A revision procedure then occurred and the rv lead was surgically abandoned and replaced. The physician suspected a lead fracture as the source of the noise, but it was not confirmed via x-ray. No additional adverse patient effects were reported.